Event description:
Healthcare professional reported right side "capsular contracture baker grade I." Healthcare professional later reported the event of "intracapsular rupture" only relates to the contralateral side device. The device has been explanted.

Manufacturer narrative:
Clarification/correction to b5 description of event and h6 adverse event problem: a0412 material rupture was conservatively reported for the event of "intracapsular rupture" as it wasn't completely clear whether both sides were affected. It has since been confirmed that only the contralateral side device was ruptured, the right side device was intact. This record is no longer reportable to the FDA and will be un-reported. Additional, changed, and/or corrected data: b2, b5, g2, h6, h11.

Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "capsulare contracture baker grade 1." Healthcare professional later reported "intracapsular rupture." This record is for the right side. The device has been explanted, it is unknown if the device was replaced.